Event description:
It was reported that in tka case after distal burring placed the femoral cutting block. Visualize cuts and the femur was like 45° in varus. Case was aborted and completed with manual instrumentation. The patient outcome is unknown.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and it was reported when placed in femur cutting block after distal burring the visualized cut was 45 degrees in varus. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review identified prior similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides instructions for the user for proper bone tracker attachment and placement in the "bone tracking hardware" section. We could confirm there was a relationship established between the reported event and the device. The case screenshots were evaluated. Review of the case screenshots revealed that it would be unlikely that the actual cut would have been 45 degrees off, as that would be easily visible while doing the cuts, and our system does not show any plane values above 20 degrees. Therefore, the likely situations that could have occurred are that the femur tracker may have been displaced, the handpiece tracker may have come loose, or the plate probe was not properly attached to the handpiece. The probability of seeing 45 degrees of an error due to the plate probe not properly attached is low as the error was angular in nature and the plate probe can only attach in one plane. If the plate probe is not attached appropriately, it is more likely that we would see a displacement error, not an angular one. Therefore, it is more likely that the femur tracker or handpiece tracker moved. Unfortunately, with the information provided to us, we are unable to determine if the trackers had moved because we do not have the log files. The reporter was very confident that no trackers had moved. In certain situations, it may seem as if the tracker may not have moved, but the tracker has flats and edges, and if it was tightened on an edge, it could easily slip from an edge to a flat during the course of an operation. This can be difficult to detect when tightening the tracker because it can still feel stable while tightened on an edge, and even if it were to slip to a flat, the tracker would still feel rigid. Therefore, it is also difficult to detect if the tracker moved during the surgery. The only way to catch this is to verify the checkpoints. Therefore, the most probable cause for this case would be that the femur tracker moved or handpiece tracker loosened. The malfunction was due to an insufficient operator training.